Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that during infusion the there was a leak from the filter on a primary plum set. The registered nurse reported that fluid had leaked from the filter component, with approximately 67 ml infused before the infusion was stopped. The leak was described as a few drops prior to stopping the infusion. The tubing was replaced. There was patient involvement, and there was delay in therapy, but no patient harm reported.